Event description:
It was reported via legal documentation that after a total right knee replacement surgery, the patient experienced joint effusions. The patient underwent an arthroscopy lateral release. It was noted the procedure failed to improve the patient's symptoms. No other information is available

Manufacturer narrative:
PMA 510k cannot be determined; device is unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.